Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged during the placement of the left ventricular lead. Additionally it was reported that the dislodgement was due to an unstable position because the patient was in atrial fibrillation. The lead was removed and was not replaced. It was noted that the patient is taking part in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.